Manufacturer narrative:
The customer's product has been requested back for investigation. A follow up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.

Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. The meter is exhibiting signs of damaged display. There was no report of death, serious injury or mistreatment associated with this event.